Manufacturer narrative:
Calibration was acceptable. The customer did not provide complete qc information for evaluation. Abnormal probe sucking alarms were observed on the alarm trace data multiple times. This alarm is an indicator of possible poor sample quality. The field service engineer (fse) found the rinse tubing was cracked at the rinse nozzle. The fse removed the cracked portion and reinstalled the tubing. Mechanism and photometer checks were acceptable. Calibration, qc, and precision results were within specification. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for sodium electrode (na) on a cobas 6000 c (501) module. Patient 1 initial result was 165 mmol/l. The repeat result was 136 mmol/l. Patient 2 initial result was 174 mmol/l. The repeat result was 142 mmol/l.